Event description:
Pt has a ddd ICD and a failing atrial lead. Interrogation showed atrial lead monsensing at ddd 34 bpm. The old atrial lead was capped and abandoned. A new lead was placed into the ra. This new lead was found to have electrical noise and was replaced. The new lead was removed and returned to the medtronic representative.